Event description:
It was reported that the patient experienced phrenic nerve stimulation, since implant. During surgery to reposition the lead, an insulation anomaly was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.